Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code for this report includes; hsz, gfa, gff. The lot number provided does not exist; therefore, further investigation cannot be performed. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bits are broken. This event did not occur during a procedure. This report is 2 of 2 complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed. The part was received broken in two pieces. The investigation of the complained drill bit 513.030 shows that the part with the drilling slots is broken off. The articles were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. The cross section surface shows no irregularities. We are not able to determine the exact cause which has led to this occurrence. It appears that too much mechanical force had been applied during the surgery. No product fault could be detected.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.